Manufacturer narrative:
The device was manufactured between 12nov2016 and 14nov2016. The device was received for evaluation containing approximately 101 ml of solution in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed and continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow 50 hours from the infusion start. The fluid flow was verified prior to patient's infusion; however, the flow have stopped during patient's infusion at home. There was no patient injury or medical intervention associated with this event. No additional information is available.